Event description:
It was reported that a patient death occurred. A patient was implanted with a 27mm lotus edge valve with no issues noted during the procedure. Unknown days post procedure, the patient died. The cause of death is unknown.

Manufacturer narrative:
Describe event or problem: updated. Patient codes: updated.

Event description:
It was reported that a patient death occurred. A patient was implanted with a 27mm lotus edge valve with no issues noted during the procedure. Unknown days post procedure, the patient died. The cause of death is unknown. It was further reported that post-procedure, the patient experienced new pathological q-wave or left bundle branch block (lbbb).